Event description:
Per the clinic, the patient experienced pain and swelling at implant site. Subsequently, the patient was administered with oral antibiotics (specific date and duration not reported). The implanted device remains.